Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known.

Event description:
It was reported that during a novasure procedure the disposable device failed the cavity integrity assessment (cia) test, so the doctor scoped the patient and observed a perforation. The doctor was not sure if it was the scope or the device that may have caused it. The procedure was aborted and the patient was reported to be doing fine. No further information provided.